Manufacturer narrative:
Isi has received the fenestrated bipolar forceps instrument involved with this complaint and completed investigations. Failure analysis (fa) investigations confirmed the customer reported complaint that the instrument's tip was broken. A visual inspection found one of the instrument's grip tips broken off. A piece measuring approximately 0.506 x 0.195 was found to be broken off and was not returned with the instrument. The known common cause of this failure is due to mishandling/misuse. If additional information is received, a follow-up MDR will be submitted. Isi has reviewed the site's system logs with a procedure date of (B)(6) 2017. No related system errors were found to have occurred during the surgical procedure. This complaint is being reported due to the following conclusion: during the da vinci-assisted surgical procedure, the tip of the fenestrated bipolar forceps instrument allegedly broke and three instrument fragments allegedly fell inside the patient. Two of the three instrument fragments were retrieved. The third instrument fragment was not found. At this time, the location of the missing instrument fragment is unknown and it is unclear if the missing piece was retained inside the patient. There is no evidence, however, that the instrument malfunctioned. The instrument damage found by fa can be attributed to user misuse/mishandling.

Event description:
It was reported that towards the end of a da vinci-assisted hysterectomy procedure, the tip of the fenestrated bipolar forceps instrument broke while the surgeon was closing the vaginal cuff. Two instrument fragments were recovered. A fluoroscopy was performed; however, a third instrument fragment was not found or retrieved. On 08/07/2017, intuitive surgical, inc. (Isi) contacted the isi clinical sales representative (csr) and obtained the following information regarding the reported event: after the da vinci-assisted surgical procedure was completed, a c-arm medical imaging device was used to search for missing instrument fragments. The third instrument fragment was not found. To the csr's knowledge, no post-operative complications have been reported. On 08/22/2017, isi received FDA voluntary report mw5071325 with the following event description: during robotic hysterectomy, davinci fenestrated bipolar tip broke off inside the pt as the doctor was closing the vaginal cuff. Two pieces were retrieved but a third piece was not found. Fluoro images were negative. No pt harm.